Event description:
A customer reported that caps were being pulled off tubes at the stripper plate on the coulter lh 750 hematology analyzer. The customer had cleaned up the blood spill. The customer was wearing proper protective equipment at the time of the incident. No one was exposed to any biohazardous material. There was no contact to open or broken skin or mucous membranes. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found the tube detector loose causing the tubes to mis-align with needle and stripper plate, which in turn caused the instrument to generate several tube detect and stripper plate errors. The fse adjusted and tightened the tube detector. Several samples were run with no further issues. (B)(4).